Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion. The patient claims received 27 inappropriate shocks. At this time there is no more information available. Product investigation will be performed to have further information. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion. The patient reported receiving 27 shocks and device analysis was requested upon device return to boston scientific. At this time there is no more information available. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Due to excessive hv charges after eol declaration within a short period of time caused the battery voltage to decrease 2.6 volts. During testing, device passed longevity calculation. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.